Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 267 mg/dl. Reportedly, the customer was unable to recall if a bolus had been delivered for dinner and requested assistance from tandem technical support. Tandem technical support reviewed the bolus history which showed that a bolus had not been programmed. The customer reported forgetting to deliver a bolus, and successfully initiated a bolus with the pump.